Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient called the hospital due to a power fault alarm on their system controller. Device interrogation confirmed the power fault alarm. Log files showed a sudden increase in resistant in line a, which triggered the alarm. The alarm was cleared, and the power fault alarm did not return. Modular cable and the system controller were exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power fault alarms was confirmed via log file analysis; however, the reported event was not reproduced during testing of the returned product. Log files were submitted and downloaded for review and data from the reported event date of 25mar2025 was reviewed. Starting at 19:04:16, driveline power fault alarms activated due to a power a broken fault. The power a broken fault activated due to the current sense on line a being lower than the expected amperage threshold. The driveline power fault alarms resolved at 21:28:30. Pump operation was not affected. The returned system controller (serial number (B)(6)) passed functional testing and successfully operated in a mock circulatory loop, with the returned modular cable, for an extended period of time without any issues or atypical alarms produced. Provided information stated that exchanging the system controller and modular cable resolved the alarms. The root cause of the reported event could not be conclusively determined through this analysis. Incidental finding revealed damage to secondary printed circuit board (pcb). The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 left ventricular assist system (lvas) IFU section 7 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including driveline power fault alarms, and the actions to take if the issue does not resolve. Heartmate 3 lvas IFU, section 8 ¿ ¿equipment storage and care¿, explains how to properly care for the equipment, including the controller and the power cables. The lvas IFU cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.